Event description:
It was reported that a tsw35 was used during a laparoscopic appendectomy procedure. It was reported by the affiliate that the anvil dislodged. There was no consequence to the patient.